Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the alarms were not displayed or the parameters could not be seen. No adverse event was reported.

Manufacturer narrative:
..

Event description:
The customer reported the alarms were not displayed or the parameters could not be seen. The device was in use on a patient. There was no report of patient or user harm.